Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit out-of-range pace impedance measurement. There were no reported adverse patient effects.

Manufacturer narrative:
Most recently, information was received indicating that the rate/sense portion of this rv lead was surgically abandoned and a new rate/sense lead placed. There was no allegation against the associated ICD. No further information is expected at this time.